Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was recently hospitalized due to a low blood glucose level; customer was wearing the insulin pump at that time. The caller reported that the customer had recent blood glucose levels of 28 and 25 mg/dl. Caller reported that in one incident, the caller was treated by paramedics and not transported to the hospital. The customer's wife also reported that the customer had recent high blood glucose levels of 400 and 600 mg/dl, which was treated with manual injection. Blood glucose level at the time of the call was 139 mg/dl. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.